Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. Using the femoral approach, the procedure treated the lesion located in the mildly tortuous and moderately calcified left circumflex (lcx) artery. There was a significant bend in the lesion equal to or less than 45°. The vessel was wired and a 3.5x24mm veriflex stent was advanced but did not cross the lesion. The veriflex stent was then switched out and replaced with a buddy wire. A second attempt was then made to advance the verfilex stent over the wire but it not able to cross the lesion and while removing the device, the stent dislodged. An attempt was made to deploy the dislodged stent with a 1.5mm apex balloon, but the stent was underdeployed and had lodged in the lcx artery hanging into the left main artery. From there, the patient went to by-pass surgery. The stent was removed during surgery. No further complications were reported. Post surgery the patient was in stable condition and was doing okay.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).